Event description:
It was reported that the device has a damaged downstream occlusion (dso) seal. The event occurred during testing and no patient involvement was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name- corrected the suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected, and a ripped downstream occlusion seal was noted. A visual inspection was performed, and the reported issue was confirmed. The cause of the reported issue was due to wear and tear. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.